Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2013. Medical products - unknown tibial spacer component; therapy date unknown. Initial reporter: bernard struelens, steven claes, johan bellemans ¿spacer-related problems in two-stage revision knee arthroplasty¿ acta orthop. Belg., 2013, 79, 422-426. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were twenty-five cases of femoral component tilting. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. It was noted that no bone cement was used to fix the spacers, the package insert (B)(4) associated with this product states that "spacers should be fixed to bone using polymethylmethacrylate/ gentamicin bone cement on spacers to fix them to bone. Based on the information available, root cause can be determined as user error (off-label use of product).a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.